Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes: nausea. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-5 error. Friend is calling on behalf of the customer. The test strip lot manufacturer¿s expiration date is 06/14/2022 and open vial date is undisclosed. At the time of the call the customer reported feeling nauseated; caller reported customer had been drinking coke all day and had a frozen coke 10 minutes prior to obtaining the e-5. Caller stated he was currently driving and would take customer to the ER. No further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 15-jun-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.